Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a implantable cardioverter-defibrillator implant procedure on (B)(6) 2013 and topical skin adhesive was used. While the surgeon was squeezing the topical skin adhesive without any difficulty, the pen broke and it cut his finger. The surgeon's finger was also covered in the patient's blood. The surgeon removed his surgical gloves and washed hands. Currently, the surgeon appears to be doing fine. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.